Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a spill from synchron lx co2 acid reagent. A technician was exposed to the spilled reagent. The technician flushed the exposed area with water and did not go to an emergency room. No injury was reported, and there was no effect to patient or user.

Manufacturer narrative:
The replacement reagent was sent to the customer.